Event description:
It was reported that a patient underwent an inguinal hernia procedure on (B)(6) 2011 and mesh was implanted. The pain started immediately with treatment follow up of steroids. During the last three years, the adhesion and scar tissue built into a hardened mass 4 inches in length from the right lower side into the right groin region. It is painful without touch and is affecting daily living activities, physical movement and stool movement. Sexual function has stopped because the mass causes a stabbing pain following any sexual activity. The mass has been seen by 5 internal doctors and involved 6 emergency visits to the hospital because the pain affected diet and hydration, causing problems with digestion and further pain. The patient also experiences an internal itching, burning sensation. Physical therapy has not been helpful. If the area is touched, the pain can cause periods of immobility. The pain consistently travels into the testicular region. Since the operation, the patient has been diagnosed with diverticulitis upper transverse colon and irritable bowel syndrome. The patient has undergone removal of internal hemorrhoids on four occasions and the development of thrombus hemorrhoids is frequent. Doctors have stated that the removal of the mesh would further complicate the scar tissue build-up. The patient is currently working with specialists.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5038682.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.